Event description:
The patient's mother reported the patient's blood glucose (bg) level reached 345 mg/dl, while wearing the pod between 37 and 48 hours. The pod reportedly leaked insulin while being worn on the abdomen. As treatment, a new pod was applied.

Manufacturer narrative:
Investigation found the exposed portion of the soft cannula to be stretched and flattened. Measurement of the soft cannula length was confirmed to be longer than specification. Further investigation found a tear in the unexposed portion of the soft cannula. During fluid path testing, fluid was unable to flow through the entire fluid path due to the tear in the unexposed portion of the soft cannula. No indication of fluid ingress was observed inside the device. Review of the device data shows the first priming sequence completed at pulse 46 and was deactivated at pulse 2230. No timeouts, drive stalls, or hazard alarms were generated during device run. The automatic glucose control algorithm was able to adapt the suggested insulin appropriately based on estimated glucose values and user inputs. Based on the data and no evidence of fluid ingress, the tear on the unexposed portion of the soft cannula was not present during device operation. The timing and cause of the event that resulted in the soft cannula damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.